Manufacturer narrative:
The device was sent to the bench for further evaluation and repairs. It was identified that the spo2 was defective. The spo2 is attached to the other measurement boards which inresults the entire pca board will need to be replaced. Based on the information available, the cause of the reported problem was a defective pca board. The reported problem was confirmed. Replacement parts were replaced and the device is operational per specification. The parts resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that device giving incorrect readings on spo2. The device was in clinical use at time of event, no adverse event was reported.